Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 implantable pacing lead, (B)(6) 2012. (B)(4). Evaluation summary: (B)(4): review of performance data found a partial electrical reset.

Event description:
It was reported that the patient sent a carelink tranmission which showed the device had an electrical reset. The patient was brought to the clinic and had the device reset. The device is still in use. No patient complications have been reported as a result of this event.